Manufacturer narrative:
The customer reported alleged cosmetic damage located at the back of the pump, insert battery alarm and failed battery test alarm (reason code) found on (B)(6) 2023. Pump passed displacement test, sleep current measurement, active current measurement and self test. The pump was received with cracked battery tube threads, and cracked case at the battery tube side, the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label, and pillowing keypad overlay. Failed battery test alarm was found in the pump history file on (B)(6) 2023 at 20:58:52.000. However, the earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 9:25:00 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for failed batt/battery failed alarm. The test battery was removed and reinserted with no failed battery test alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The test battery was removed from the pump. The pump properly alarmed insert battery. No unexpected insert battery alarm noted during testing. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 03-aug-2023 in the pump history file. (B)(6) 2023 20:46:42.000 batteryremoved (55) (B)(6) 2023 20:46:42.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 20:48:39.000 batteryremoved (55) (B)(6) 2023 20:56:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 20:58:52.000 batteryinserted (44) (B)(6) 2023 20:58:52.000 alarmalertnotification (40) faultnumber: failedbatttest (58) (B)(6) 2023 20:58:54.000 batteryremoved (55) (B)(6) 2023 20:58:54.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 20:59:23.000 batteryinserted (44) earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 9:25:00 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Failedbatttest (58) unknown. Cosmetic damage was confirmed at the back of the pump. Failed batt test alarm unknown. Insert battery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack on the back side of the insulin pump and the insulin pump was showing no battery, insert battery. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.